Manufacturer narrative:
The device was not retained for investigation. A lot number was not identified. All available information supports that the product was functioning as designed and there was no malfunction. Biocompatibility of the device has been established. The nxstage user guide includes platelet decrease as a potential risk associated with dialysis treatments. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on (B)(6) 2017 from a health care provider regarding a (B)(6) female patient with unspecified comorbidities who experienced a decrease in platelets after receiving standard hemodialysis therapy. Additional information received on june 23, 2017 from the patient's primary nephrologist indicated that the patient also experienced bruising. There was no report of required treatment or additional symptoms. Concomitant medications include clexane (dose unspecified).